Event description:
Philips received a complaint from customer biomed engineer (bme), reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) when the bme requested option codes following the repair. The bme reported the central processing unit (cpu) printed circuit board assembly (pcba) was replaced and the issue of the alarm failure was resolved. The rse provided the option codes to return the device to full functionality. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.